Event description:
The deep brain stimulator system was explanted due to methicillin-resistant staphylococcus aureus infection. The patient outcome was reported as no injury, recovered without sequela'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The stimulator, lead, and extension have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.